Event description:
An optometrist reported a bilateral case of trace diffuse lamellar keratitis (dlk) and light sensitivity, observed at one day post lasik treatment. Rptr indicated the pt was placed on an increased topical steroid dosage. Pt noted light sensitivity was mild. Add'l info has been requested. There are two related reports for this pt. This report addresses right eye, and another MFR report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).